Event description:
It was reported that a patient alert was triggered, and the patient received inappropriate shocks. The lead had varying impedance, oversensing, and clavicle crush/fracture was suspected. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: product performance information was returned and was analyzed. High resistance/impedance was noted as one patient alert for lead impedance more than 200 ohm occurred on (B)(6) 2012. The weekly high voltage lead measurement log data shows an abrupt increase for maximum svc coil from 72 to 16382 ohms peak between (B)(6) 2011 and (B)(6) 2012.